Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow hazard alarms. A specific cause for the reported elevated lactate dehydrogenase (ldh) and low flow events as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) and had low flow alarms. The submitted log file contained data from (B)(6) 2021 at 23:19:24 to (B)(6) 2021 at 13:59:09. On (B)(6) 2021 there were numerous captured events where the calculated flow below the low flow threshold of 2.5 liters per minute (lpm) resulting in 160 low flow hazards. There were no other abnormal events captured ¿ the only other events were associated with pulsatility index (pi) events and power cable disconnects. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 29sep2016 under order (B)(4). The current heartmate ii lvas instructions for use (IFU) section 1 entitled ¿introduction¿ lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with elevated ldh (lactate dehydrogenase) and low flow alarms. A log file review was requested. The log file contained a sudden onset of low flow hazard alarms starting at 12:33pm on (B)(6) 2021. These events appear to follow a set speed change down to 8800rpms. The set speed was increased back to 9000rpms with no change in estimated flow. These flow readings do not appear to be the result of any equipment malfunction.